Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the readings were 36-72 mg/dl apart. The customer developed ketones due to the inaccurate readings; ketone value not provided. Correction boluses were delivered and fluids were consumed to address ketones. A root cause could not be determined. A replacement sensor was sent to the customer.